Event description:
Customer reported that during an infusion, the pump had started alarming at a very high volume, the screen went black and would not turn on.

Manufacturer narrative:
After review of the pump by a repair technician, it was determined that the pump experienced an error code 601 (sharp code corrupted) before the completion of an infusion. An ec 601 results when the code crc check fails. This is a check on the entire code space to ensure that the software is properly programmed and that it does not become corrupt at a later date. This check is continuously performed any time the pump is on, and therefore could detect a failure at any time, including during an infusion. After an ec 601 occurs, the pump will automatically power-up in boot load mode ("ready 1.3 cpld 7" is displayed) so that the pump may be re-programmed. During the evaluation, the pump was reprogrammed and became operable. The pump continued to operate for an extended period of time without any events, including an ec 601. After review by our repair department, they were unable to determine the cause of the reported malfunction; however, external influences may have contributed to the reported event such as an impact. As stated in the pumps operator's manual: "pumps suspected of being damaged must be tested for proper performance before being returned to pt use. This includes pumps that have been physically damaged, dropped or those that have fluid intrusion." Further testing is being conducted by our engineering department to determine the root cause of the incident.